Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer then added an additional 300 units, overfilling the cartridge. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. The customer¿s blood glucose level was 152 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.